Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified weight to the spec, crease fold, white particles. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Reason for reoperation reported as capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported left side capsular contracture, baker grade iii. Device has been explanted.